Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 19.2 mmol/l (345.6 mg/dl) between 1 and 2 days of wearing the pod. The patient reported pain, redness, swelling, heat, and white fluid oozing at the pod cannula insertion site on their upper arm on day 2 of use. The patient reported having an online consultation with a doctor on (B)(6) 2026, who prescribed antibiotic, flucloxacillin 4 per day for 6 days. The patient reported there was no specific diagnosis, but it was thought to be an allergic reaction or an infection from the pod cannula. The patient has 4 days remaining on their antibiotics and stated the swollen area has gone down a little bit and is not causing any more pain. The patient stated a new pod was applied.